Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that two system freezes occurred, both due to a crash of the operating system.

Event description:
It was reported that there were two freezes during the surgery. The first one occurred while the user selected a different angle. The second one occurred while the user activated a micro-movement. After each freeze the device was restarted.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. The device model rosa one is not FDA cleared but is similar to the device rosa brain, classified haw and cleared under k172444. (B)(4).

Event description:
It was reported that there were two freezes during the surgery. The first one occurred while the user selected a different angle. The second one occurred while the user activated a micromovement. After each freeze the device was restarted.